Event description:
During the discharge follow-up one day post implantation, the interrogation showed the atrial lead was >3000 ohms. During the re-intervention to check the connections it was found that the setscrew on this pacemaker for the atrial lead was loose. Therefore, the pacemaker was explanted and returned.

Manufacturer narrative:
The analysis from the manufacturer is pending.